Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level readings for the past week. Customer's blood glucose level was 700 mg/dl. The customer was admitted to the hospital on (B)(6) 2015 due to a high blood glucose level of 550 mg/dl. The customer experienced nausea. The insulin pump stopped delivering insulin. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.